Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion and a request was made to have data from this device analyzed. Data analysis showed the decrease in battery longevity was due to the device sensing chronic high atrial rates. This feature has since been programmed off and has resolved the issue. This device remains implanted and in service. No adverse patient effects were reported.